Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose value was 160 mg/dl. The customer reported that they got an alarm and changed the battery and the display was flashing and white. The customer stated that the display was not blank less than 30 seconds. Customer states display was blank currently. The customer stated that the display did not return after pump restart. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional¿s. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing.